Manufacturer narrative:
The reported event of exposed copper wires was confirmed by the service technician.

Event description:
During service at the manufacturer, it was noted that the device had bare copper wires. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.